Event description:
In 2008, the patient was treated for an abdominal aortic aneurysm and bilateral iliac artery aneurysms, and was implanted with eight gore excluder aaa endoprostheses. It was noted that the patient had thrombus. Final angiography revealed no evidence of an endoleak. The patient tolerated the procedure. At about 5 months later, a reintervention occurred to repair a proximal type-1 endoleak from a previously placed aortic extender component. The patient was implanted with an additional aortic extender component, and the endoleak was resolved. The patient tolerated the procedure. No further complications have been reported.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use, intervention following initial endovascular repair should be considered for patients experiencing enlarging aneurysms and/or endoleak. An increase in aneurysm size, and/or persistent endoleak may lead to aneurysm rupture. Additional devices related to this event: pxt261418/05696149, pxa230300/05297019, pxc121400/05572707, pxc121200/05811860, pxc121400/05777335, pxc121400/05519031, pxc141200/05630317.